Event description:
Prior to use, there was difficulty removing the balloon coverage from the empira balloon. Then, the empira balloon was used for post stent dilation in the mid-left anterior descending artery (lad). The balloon easily crossed the stents and was located in the distal stent. The empira balloon was inflated with an everest disposable inflation device at 16atm and then it burst; blood appeared in the inflator device. The balloon was pulled into the guide catheter but was stuck in the proximal stent (nobori 2.75mm x 28mm by terumo) in the lad guide catheter. The balloon could not be removed from the lad/lmca due to its inability to go back into the guiding catheter. The attempt to pull the balloon into the guide catheter failed. The patient started complaining of chest pain and was treated with isoket spray sublingual. At this moment the entire system including guide catheter, the wire and the balloon were pulled into the sheath in the femoral artery. The chest pain resolved once the catheter wand balloon was removed from the coronary ostium. There were no ECG changes or troponin elevation. The intention was to pull everything from the introducer sheath; however, the balloon was stuck in the entrance of the catheter and could not be removed through the sheath. The system was left in place. The left coronary artery was engaged again through the right radial approach. The injection showed patent artery including the stented area of the lad. A quantum 3.25/12mm balloon was used to perform the post dilatation both in mid and prox lad. Visualization of the proximal stent in the lad using external sync-rx system revealed severe stent distortion. We therefore performed ivus to lad showing normal stent expansion in the mid lad and stent disruption in the prox lad with proximal edge of the stent protruding into the distal lmca ¿ the result of the pullback of ruptured balloon through the stent.